Event description:
Technical services received a call on 11/06/2012 from sales rep. The lead was implanted on (B)(6) 2009. Since switched to unipolar, has had some ventricular high rates that aren't true ventricular high rates. Thresholds and r-waves are all normal. Asking how to program back to unipolar. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).